Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease folding of implant: no observed. Cyst-ndr: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required ,as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "folds". Intracapsular rupture and cyst via MRI. Device remains implanted.